Manufacturer narrative:
Based on the data provided, a clear root cause could not be identified.

Manufacturer narrative:
The field service engineer performed an inspection of the analyzer and preanalytics. The sample in question was found to be cloudy and had floating particulates. A precision test was run and passed that ensured the proper function of the analyzer. The investigation is ongoing.

Event description:
There was an allegation of a questionable troponin t gen5 stat elecsys result from the cobas 6000 e601 module serial number (B)(6). The initial result was result 28 ng/l and the repeat result was <6 ng/l. It was questioned but not provided which result was believed correct and if either result was reported outside of the laboratory.